Event description:
It was reported that the patients ipg would no longer hold its charge and was also noted that stimulation was not helping with the pain. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively. The explanted device will not be returned as it was discarded by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.